Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of worsening mr and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is being conservatively filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted and the mr was reduced from grade 3-4 to grade 1. On (B)(6) 2017, transthoracic echocardiogram (tte) noted that the mr had increased to grade 4. The clips were noted to be well attached to the leaflets and functioning as expected. No tissue damage was noted. Per physician, the increase in mr is likely due to hemodynamic changes. No additional information was provided.